Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the moderately calcified, non-tortuous, 90% stenosed distal left anterior descending coronary artery. After crossing the lesion, a 2x8mm nc trek balloon dilatation catheter (bdc) was inflated 3 times at 4 atmospheres for 5 seconds each. However, the bdc failed to dilate the lesion due to the balloon slipping [moving]. A non-abbott bdc was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.